Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not recharged her ipg as recommended. In turn, the ipg has been unable to communicate with the charging system and programmer due to being inoperable. An sjm representative met with the patient and confirmed the issue. As a result, the patient may undergo surgical intervention.